Manufacturer narrative:
On march 3, 2022, mentor became aware that this complain is part of the glow study. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information received on november 12, 2021 indicated that the issue is bilateral capsular contractures baker grade IV, and date of explantation has not been set. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 14, 2022, device was not migrated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event # 1. Baker ii capsular contracture, wrinkling, patient dissatisfaction with appearance, (right side, implant serial number: (B)(6). Doi: (B)(6) 2016. On (B)(6) 2021, she presented with baker ii capsular contracture, wrinkling, patient dissatisfaction with appearance. The principal investigator assessed this event as moderate in severity, non-serious, possibly related to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memoryshape, 475cc silicone breast implant experienced bilateral device migration post procedure. The report stated that one of her implants is folded on her right breast. She has twisting on both breasts. She felt a lump, but it was determined the implant was just folded. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.